Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.

Event description:
A patient underwent a mitral valve replacement (mvr) with concomitant left atrial appendage management and posterior wall encircling ablation using an olh. Ablation portion was completed without any issues. The patient was placed on bypass and cross-clamped for the mvr procedure. Upon being taken off bypass and removing the cross-clamp, bleeding was observed along the olh ablation line. The injury was repaired successfully. Surgeon stated the bleed may have been an av disruption. However, as atricure is not able to rule out potential cause or contribution from the olh device, this event is being reported per part 803. This event was the result of a procedural complication and there was no device malfunction reported.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.